Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a failure of the printed circuit board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the high definition lcd monitor disappeared after about 20 minutes of use. The issue occurred during a therapeutic procedure and was not resolved after repeated reboots. The procedure was completed with the device. There was no reported patient harm or impact due to this event.